Manufacturer narrative:
The pump was received with motor error alarms during the rewind due to a corroded motor home switch. Unable to verify other error alarms due to the motor error alarm. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer also reported a compromised force sensor system alarm. Customer stated that it was not possible to rewind and it was like it was in a loop. Customer's blood glucose was 9.0 mmol/l. Customer feels okay and is using pens from friday to treat. Customer was disconnected from the pump since friday and stated that the pump was not dropped. Customer was advised to return the pump and that it will be replaced.